Event description:
The balloon on the foley catheter would not deflate and was removed in the operating room.

Manufacturer narrative:
Two to three days following a vaginal delivery, the clinician attempted to remove the foley catheter. She was unable to withdraw fluid from the port and the balloon would not deflate. After cutting the catheter and also attempting to deflate the balloon with a syringe, they were still unsuccessful. They later took the pt to the operating room and removed it under light sedation. The actual sample was not returned for evaluation. The facility returned two unused samples from two different lots. The actual lot number of the sample involved in the incident is not known. Both samples were evaluated. The balloons were inflated with 10 ml of water without any issues. Upon insertion of a syringe into the inflation port, the balloons passively deflated without issue. Due to the fact that the original sample was not received and the issue could not be confirmed with the two returned samples, a root cause could not been determined.